Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12july2019. Device not returned for repair or investigation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Multiple error codes noted. No patient involvement reported. The event date was not specified, estimate used.